Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm multiple times despite set changes. Customer stated that the meter was reading high blood glucose readings of over 600 mg/dl. Customer treated with 25 units of insulin. Troubleshooting was performed and all settings appeared to be normal. Bent cannula was noted during testing. Customer declined any further troubleshooting. Device is not being returned.